Event description:
It was reported that the customer experienced high blood glucose levels for several days and that the insulin pump did not deliver enough insulin. The blood glucose reading was between 200-300 mg/dl. The customer complained of nausea and treated with manual injections. The caller noted that the high blood glucose levels persisted after an infusion set change. Insulin did exit the tubing during troubleshooting; however, the customer requested replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was unable to prime during prime test due to faulty force sensor resistor (gold). Unable to perform the occlusion test and excessive no delivery or test for bolus anomaly and basal anomaly test due to prime/fill anomaly. The unit had minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.